Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that the main coil was bent and stretched at both the coil arm and primary coil section. Moreover, the coil arm was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04mar2025. It was reported that the coil was unable to be withdrawn and became stretched. The target lesion was located in the aortic lumen. An 8mm x 40cm interlock-35 coil was selected for endovascular aortic graft exclusion. During the procedure, the coil was delivered using a 4f angiography catheter, and continuous infusion of heparin saline was set. However, it was noted that the coil was unable to be withdrawn and became stretched. The coil was the withdrawn outside the body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable. However, device analysis revealed that the arm coil was detached.